Event description:
While using the biopsy needle, it would misfire. Another needle was obtained and the doctor was able to complete the procedure. Manufacturer response for disposable core biopsy instrument, max-core (per site reporter). The manufacturer is sending packaging and RMA [return merchandise authorization] to use to return the device to the company.